Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by customer service. The patient claimed that the subject meter was reading inaccurately at 2:15pm on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of ¿102 mg/dl¿. The patient manages his diabetes with a combination of metformin and glyburide oral medication and he reported that at an unknown time he had taken an increased dose of metformin 1000mg 2 times daily. He reported that the emergency medical services (ems) were contacted and when the ems arrived, he was ¿unconscious/passed out¿ and a blood glucose result of ¿44 mg/dl¿ was obtained on the ems meter within 30 minutes of the result on the subject meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that at 2:30pm on (B)(6) 2017, he received treatment of ¿IV glucose¿ from the healthcare professionals. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. However, the cca also noted that the patient¿s test strips had been open for longer than six months, invalidating the results obtained. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event requiring medical intervention while using the product. Although the patient¿s test strips had expired and the reported symptoms may have occurred prior to obtaining the alleged inaccurate result, the subject meter could not be ruled out as a cause or contributor to the event.